Event description:
It was reported the unit burned. Visual inspection of the unit revealed a broken wire, caused when the user had folded and compressed the unit. In addition, the safety switch function had been circumvented and the unit had been taken apart by the customer. We determined that this report was attributable to misuse and disregard for our instructions and warnings on the part of the consumer.